Event description:
The device was applied during a low anterior resection procedure. The staple line was incomplete. The surgeon used another device to complete the procedure. The hospital has reported that no pt injury occurred.